Event description:
It was reported that the customer experienced an alarm 2 followed by an alarm 26 due to an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to make several adjustments, including disconnecting and reconnecting tubing, delivering boluses, and ultimately replacing supplies. The issue persisted initially, but the bolus was successfully delivered after using a new cartridge, and the customer was advised to resume insulin therapy.